Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing headaches with and without device use. External equipment was exchanged; however, the issue did not resolve. The recipient reportedly has hyperacusis. The recipient was advised to cease device use; however the recipient continued device use. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.